Event description:
It was reported that an alert indicating a motor stall occurred on an ilet pump, which persisted after a restart and required device replacement and transition to subcutaneous insulin via pen as backup therapy. Symptoms included no reported clinical effects. Outcomes included temporary interruption of automated insulin delivery with use of alternate insulin therapy. Investigation included review of device history via the ilet, remote troubleshooting, and collection of the device for evaluation. Investigation of this case revealed a consecutive motor stall alert consistent with a pump motor malfunction, with no data transfer to the replacement device as expected. It was concluded that the cause was device malfunction related to the pump motor and could not be further determined at the time of report.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.